Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD; implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead displayed undersensing and had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Additionally, high / undefined pacing impedance was noted, and a lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.